Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system appeared to deliver one inappropriate shock due to noise oversensing on right ventricular (rv) lead channel. A code 1005 was recorded, indicative of an open circuit condition during shock delivery. Additionally, the rv lead of this ICD system exhibited high out of range shock impedance measurements above 200 ohms and high out of range pacing impedance measurements above 3000 ohms. Ts considered that these issues may be indicative of lead fracture, in which case a lead revision was recommended. No additional adverse patient effects were reported. This ICD system remains in service.